Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was noted that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) over-sensing causing inappropriate mode switching and anti-tachycardia pacing (atp). The lead remains in use. No further patient complications have been reported as a result of this event.